Event description:
It was reported that during an unknown procedure, the device misfired; the staples did not form. No additional information is available.

Event description:
Customer reportedly received results of 3.4 mmol/l on either compact plus system 1 or on compact plus system 2 and 14.0 mmol/l on either mobile system 1 or on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.